Event description:
Info received indicated the r/h intermediate siderail would not latch in the up position.

Manufacturer narrative:
The spring latch bias was sticking due to fluids seeping into the siderails latching mechanism. The hill-rom tech cleaned and lubricated spring latch to resolve the issue.